Manufacturer narrative:
Event date was not reported, aware date was used as an estimate.

Event description:
It was reported that the patient experienced blood loss. It was reported via social media that the patient had a watchman closure procedure performed. The patient is in the emergency room and it has been reported that they have had blood loss and required two blood transfusions.